Event description:
The initial reporter alleged an increase in initially reactive results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer reported that, starting from (B)(6) 2023, they observed 9 initially reactive results out of 3,943 tests performed with the mpx assay, corresponding to a rate of (B)(4). The breakdown of the initially reactive results included 5 for human immunodeficiency virus (hiv), 3 for hepatitis b virus (hbv), and 1 for hepatitis c virus (hcv).

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation did not identify a product issue with the kit cobas 6800/8800 mpx 480t ce-ivd assay. The analysis was limited due to the unavailability of detailed sample information, including donor type, pooling status, and workflow details. A review of the provided raw data did not reveal any abnormalities, and no issues were identified with the reagent kit. The clinical specificity may provide additional guidance on reactive pools with different donor statuses. Potential factors such as low viral load samples near the assay's limit of detection or low-level contamination could not be ruled out. No trends were identified in the complaint history, and the device remains in operation at the customer site.